Event description:
During evaluation of a returned spectrum iq pump, a low audio condition was identified. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, a low audio condition was identified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause of the condition was determined to be a loose speaker. The rear case requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.